Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update (B)(6) 2016 - disc (B)(4) pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient walks with limp and has difficulty doing exercises like yoga and stretches. Medical records and revision surgical report noted elevated metal ions, the cup over anteverted, necrotic abductor and gray discoloration. Even though the cup was over anteverted, surgeon did not revise it based on it's stability and used a lipped liner to help with correction. Lab results reported chromium to be greater than (B)(4) parts per (B)(4). There was no report of pseudotumor, bone erosion, or osteolysis. Stem is being added for elevated ions. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to leg length discrepancy, pain, and osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 11/20/2015 - litigation papers allege the patient has suffered serious and dangerous side effects, including but not limited to severe and constant pain and suffering, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, metallosis, pseudotumors, bursitis, bone erosion and the need for additional surgery to repair, remove and replace the implants, as well as other severe and permanent health consequences.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.